Event description:
A report was received that the patient was experiencing a shocking sensation when activating stimulation, reading impedances, or making changes to amplitude with remote control. Database analysis of the battery discharge and charge revealed no anomalies. The history counters show a reset value within a normal range. The impedance measurements revealed low values on port c (8 contacts) and port d (5 contacts). The patient will undergo an ipg replacement procedure. Device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient was doing well post operatively.

Event description:
A report was received that the patient was experiencing a shocking sensation when activating stimulation, reading impedances, or making changes to amplitude with remote control. Database analysis of the battery discharge and charge revealed no anomalies. The history counters show a reset value within a normal range. The impedance measurements revealed low values on port c (8 contacts) and port d (5 contacts). The patient will undergo an ipg replacement procedure. Device malfunction was suspected.

Manufacturer narrative:
Sc-1200 (B)(4) device evaluation indicated that the complaint was confirmed. The impedance of all nodes was extremely low (0 - 25) with load connected. As a result, the device was depositing excessive charge on the output. The symptom indicated that the electrode was shorted inside asic_u2. This type of damage typically occurs when the ipg is exposed to high voltage transients.

Event description:
A report was received that the patient was experiencing a shocking sensation when activating stimulation, reading impedances, or making changes to amplitude with remote control. Database analysis of the battery discharge and charge revealed no anomalies. The history counters show a reset value within a normal range. The impedance measurements revealed low values on port c (8 contacts) and port d (5 contacts). The patient will undergo an ipg replacement procedure. Device malfunction was suspected.